Manufacturer narrative:
No medwatch report was received. No product was returned. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported.

Event description:
It was reported that the patient underwent a total hip procedure on (B)(6) 2013. After implantation, the surgeon decided to remove the implants due to stability issues. Procedure was completed with a high offset femoral. No further information has been received.